Manufacturer narrative:
Model number/catalog number: sc-9208-15e. Serial number:(B)(4). Batch/lot number: 20119092. Model/catalog description: precision s8 trial adapter 15cm.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.